Event description:
It was reported that asystole episodes were noted on the device possibly due to undersensing and electrode loss of contact. The device sensitivity was reprogrammed and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Report - sensing (other): lifetime asystole episode counter: 22.